Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated recurring alert 38 indicating a motor stall, which reappeared after initial restart and persisted despite multiple shutdowns and a full supply change; the user also reported rust at the bottom of the chamber, and a replacement device and clip were arranged, with instructions provided for shutdown, data sync, return, and startup of the replacement. Symptoms included no reported adverse clinical effects and blood glucose unaffected. Outcomes included the user reverting to backup therapy and continued cgm use. Investigation included troubleshooting guidance and replacement logistics with user confirmation of delivery. Investigation of this device revealed a suspected motor stall with possible chamber corrosion, consistent with a device mechanical malfunction affecting the pump drive system. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the motor drive assembly.